Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 400 mg/dlcat the time of the incident. The customer also stated that no delivery was the significant event leading to the keypad issues. The customer stated that the time on the clock was not visible when asked if it advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at esc and act button due to unlocked j2 connector on lcd board. No button error alarm and time clock anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.